Event description:
It was reported to medtronic minimed that the customer experienced no communication between the mobile application and carelink. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on iphone 16e (ios 18.3.2) with mmt-1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to the absence of diagnostic logs required for a comprehensive analysis. Our assessment was therefore based solely on the available analytics logs. During the analysis, we observed that the application failed to perform the cl upload and received an error from teneo during the process. After submitting a ticket to teneo and following their investigation, they reported that the issue was caused by a corrupted pkcs7 file received from the pump and forwarded to teneo. Based on this information, we believe the issue most likely originated from a problem with the pump. Issue was confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: replace the pump for the customer. L1 informed that after the pump reset customer was able to perform a carelink upload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.